Event description:
One patient sample with discrepant magnesium results. Initial result 0.1mg/dl. Same sample was repeated on another analyzer, same methodology, results at 2.0 mg/dl. Initial result was not reported. The field service representative determined the cause of the discrepancy to be the probe and filter, which were replaced.